Manufacturer narrative:
H10: the lot number was provided for 3 out of 4 malfunctions, therefore, a lot history review was performed. Of the 4 devices, the product catalog number of 1 device was updated to rf320j. The devices were not returned for evaluation; however medical records were provided and reviewed for two malfunctions. The investigations are inconclusive for the alleged filter tilt. For the remaining two malfunctions that did not provided medical records, the investigations are also inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The device are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model rf310f filter allegedly experienced malpositioning. These reports were received from various sources. All the malfunctions involved a patient with no reported patient injury. One patient was reported as 36 years old male and another patient was reported as a male whose age was not provided. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for 3 out of 4 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation; however medical records were provided and reviewed for three malfunctions. The investigations are inconclusive for the alleged filter tilt. For the remaining malfunction that did not provide medical records, the investigation is also inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The device are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the events indicated that model rf310f vena cava filter allegedly experienced malpositioning. These reports were received from various sources. All the malfunctions involved a patient with no reported patient injury. Of the four patients, three were reported to be male, one was reported to be 36 years old, one was reported to weigh 220 lbs, the rest of the details were unknown. No information was provided on the other patient.

Manufacturer narrative:
The lot number was provided for 3 out of 4 malfunctions, therefore, a lot of history review was performed. The devices were not returned for evaluation; however medical records were provided and reviewed for all four malfunctions. The investigations are inconclusive for the alleged filter tilt. For 3 of the 4 malfunctions, the investigation is inconclusive for tilt. The remaining one malfunction was inconclusive for tilt based on medical record review. Based upon the available information, the definitive root cause is unknown. The device are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the events indicated that model rf310f vena cava filter allegedly experienced malpositioning. These reports were received from various sources. All the malfunctions involved a patient with no reported patient injury. Of the four patients, four were reported to be male, one was reported to be 36 years old, two were reported to a weigh 220 and 266 lbs. No information was provided on the other patient.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model rf310f filter allegedly experienced malpositioning. These reports were received from various sources. The device was used inside the patient for all four event. The status of the patient for all four events is unknown. The patient for one of the events was as (B)(6) year-old male, of unknown weight. The patient age, weight and gender for the rest of the events are unknown.